Manufacturer narrative:
The sample received for analysis has a dark color clothing lint. The clothing lint might have come from the lab coats utilized or clothing used by manufacturing associates. This product was manufactured in february 2021. Under our CAPA, the preventive measure of the incorporation of the utilization of using anti-electrostatic lab coats was implemented. Also, this lab coats do not produce clothing particles or clothing lint as the predecessor loab coats. No further action will be taken based on a negative trend is not observed at this time. Bd will continue to track & trend. No non-conformance was noted during the manufacturing of this lot. 1st related complaint to lot and reported defect h3 other text : please see narrative section

Event description:
Material# 931411 batch# 1053977. It was reported that foreign matter was in package. Verbatim: black speck found on the sponge of the chloraprep applicator when opened in the or department. Pictures of the applicator attached. Applicator is also available for investigation. 02feb2022: this email is to confirm that the product complaint you recently reported with us has been recorder and forwarded to the manufacturer for investigation. Thank you for bringing this matter to our attention. If you have any questions or would like to discuss the complaint further, please do not hesitate to contact us. [From iskus health 01jan2022] 02feb2022: this product was opened up in the theatre room. Scrub staff noticed that there was a speck of dirt inside of the packaging. Product was reported to the theatre manager. Joanna rakowska from iskus health came in and collected it from me before christmas. I have copied our theatre cnms on this email too.

Manufacturer narrative:
(B)(4). (B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material# 931411; batch# 1053977. It was reported that foreign matter was in package. Verbatim: black speck found on the sponge of the chloraprep applicator when opened in the operating room department. Pictures of the applicator attached. Applicator is also available for investigation.